Manufacturer narrative:
The codes have been updated to reflect the new information. (B)(4). "Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803." If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. It was reported that there did not seem to be a problem with medication delivery. The patient followed up in the clinic and the pump was decreased by 10%. It was further noted that the patient complained of tiredness, weight loss, and fatigue. The patient was sent to an internal medicine physician. Actions taken to resolve was indicated as having been not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2020-jan-02 regarding a patient receiving dilaudid (dose and concentration unknown) via an implanted infusion pump. The indications for use included chronic low back pain and spinal pain. It was reported that the patient was in the emergency room (ER) because they thought something happened to the pump and thought they were getting too much medication. The patient was having pain on their right side and was trying to keep their leg up, and it was "knocking her out." The patient reportedly couldn't see well and said it felt like "air goes through her body." No interventions were mentioned and the situation was being addressed by a healthcare provider (hcp). The managing hcp was not in office and the clinic called a manufacturer representative. No further complications were reported or anticipated.